Event description:
In 2009, the pt reported she is "constantly checking the tubing to make sure the tubing doesn't come loose." She stated "a long time ago", her insulin infusion set tubing came loose at the connection between the tubing and her infusion device. She provided no further details and stated it has not occurred again. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Unk